Event description:
It was reported that the programmer generated an error and that loud noises and slow speed were also noted, both before and after the event. The programmer was changed out for a loaner unit and was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of a generated error or of slow speed, the device booted in 20 seconds and interrogated with no fault found. The hard drive was reconfigured and the software reloaded as a preventive. Analysis did confirm that the system fan was noisy and it was replaced. (B)(4).